Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the filled manifold test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a (B)(4) field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse removed and replaced the helium reservoir assembly, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.